Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is possible that the following led to the malfunction: use of high-energy endo-therapy accessory such as laser, high frequency, without sufficient distance from the distal end section of the scope. A definitive root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected or prevented by following the instructions for use: gif/cf/pcf 180 series operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ and chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿ ¿high frequency cauterization treatment¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.